Event description:
An olympus field service engineer reported on behalf of a customer that the video system center had no image output on serial digital interface 2 (sdi2) channel. The issue was found during preparation for use for an unspecified procedure, which was completed with the same device using another image output channel. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the printed circuit board had a malfunction, leading to the lack of serial digital interface 2 output signal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that an image from serial digital interface 2 (sdi2) signal was not displayed due to faulty printed circuit (pcb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.